Event description:
The account generated discrepant low axsym total psa results on a patient specimen. The specimen initially tested axsym total psa = 3.95 ng/ml. A year ago, the patient's total psa value = 400 ng/ml, so the specimen was repeated with >50 ng/ml. An auto dilution was performed with axsym total psa = 71.93 ng/ml.service was requested for the axsym analyzer and discovered the axsym probe was clearly bent. The axsym bent probe was replaced. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The investigation of the issue consisted of a review of customer complaints, current axsym labeling, in addition to a review of the data the account provided including the complaint text. At the account's request, field service visited your account and found a bent sample probe. The most probable cause for the erratic result was the bent sample probe. The field service representative also replaced #1 and #3 liquid valves as a precaution and performed multiple maintenance procedures. There has been no indication of similar issues following field service intervention. Additionally, the axsym operations manual provides multiple probable causes and corrective actions to assist the account with resolving inconsistent results or results not as expect. The total psa ((B)(4)) package insert provides literature in describing suitable specimens, results, and limitations of the procedure. Failure to follow package insert instruction may cause erroneous results. A deficiency of the axsym system was not identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.